Event description:
It was reported that when the patient switched from the right to the left side (lead) today she experienced ¿little shocks¿ at her upper buttocks area that was uncomfortable. It was stated that the amplitude was at ¿1¿, so the patient could not decrease any further. Stimulation was currently off and the patient was unsure if she should switch back to the right side. It was also stated that before switching sides, the patient felt stimulation intermittently in her vaginal area and this was also uncomfortable for the patient. It was noted that the patient started the trial on monday and the next programming session was friday.

Manufacturer narrative:
Concomitant products: product ID neu_interstim_ins, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_prog, lot# unknown, product type programmer, physician. (B)(4).